Event description:
This is a report of a patient who experienced difficulty while attempting to connect a supply line to a supply bag for peritoneal dialysis therapy. The issue was identified prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.